Manufacturer narrative:
The investigation of the reported event has been completed. Our field service engineer (fse) investigated the system and the reported failure was reproduced. According to the information provided by the fse, the issue was solved by replacing the fresh gas pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported failure. The pressure transducer test failed due to that the measured zero pressure offset for the fresh gas pressure transducer had drifted outside acceptable limits. No parts have been returned for further analysis of the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the fresh gas pressure transducer pcb was broken. The correction of field #d4 catalog # was required. This is based on the internal evaluation. #d4 catalog #: previous catalog number: 6677300. Corrected catalog number: 6888530.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the system checkout in the inspiratory & expiratory valves test and in the pressure transducer test. There was no patient involvement. Manufacturer's reference #: (B)(4).